Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and two photos were available for evaluation. Visual inspection noted the device was applied on over indicated tissue and the device had damage to the cutting edge of the knife blade. It was also noted that the device had damage consistent with application over an obstruction. It was reported that the deployed staples did not hold the tissue and the staple line opened. The operating time was extended by >30 minutes resulting from product failure and the staples did not form as expected. Staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Ensure tissue has not extended (extruded) beyond the tissue stop proximally. Tissue forced into the instrument beyond the tissue stop may be transected without stapling. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. The use of curved tip reloads is contraindicated on tissue or structures that cannot fit completely within the jaws proximal to the transitional angle of the curved tip. Placement of tissue proximal to the tissue stops (on the reload) may result in stapler malfunction. Any tissue extending beyond the cut line will not be transected. In case of a curved tip reload, ensure that the tissue/vessel to be transected does not extend beyond the black cut line on the reload. The device will only cut to the black cut line. Tissue contained within the jaws distal to this line will not be transected. The curved tip reload cannot be used for blunt dissection with the introducer attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after normal firing in bronchus transection on a lobectomy procedure, the staples did not form properly which was in a v shape and the tissue that was stapled was not held together. The staple line was also not complete centrally. The handle was used on other tissue with other reloads in the case and there was no issue. To resolve the issue, the surgeon hand suture the bronchus. The operation time was extended for more than 30minutes.